Event description:
Intermittent catheter patient (user) experienced excessive bleeding and went to the emergency room. The patient was admitted and stayed overnight but no treatment was needed to stop the bleeding. About a week later the patient visited an urologist that diagnosed him with a urinary tract infection (uti). The urologist administered an antibiotic. The patient took the antibiotic and reported he feels fine and has no uti symptoms. The doctor did not know if the uti was related to the bleeding incident or not. The patient noticed no defect with the catheter.